Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a pre-close technique, via a 5f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss occurred. Two additional proglides devices were used with the same results. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 14f and the tavi procedure was completed. The successfully preplaced sutures of the fourth and fifth proglide devices were used after the tavi procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the proglide device and in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.